Manufacturer narrative:
The customer¿s report that the male luer cracked was confirmed. Visual inspection found the male luer tip on the suspect primary set broke off; with one side slightly higher than the other. Further visual inspection under magnification observed a whitish colored stress marking on the broken luer tip¿s lower side. The broken off tip of the male luer was not returned. Functional testing was not performed due to the obvious damage. The root cause was not identified.

Manufacturer narrative:
Concomitant medical product: 500 ml baxter bag ndc 0338-0049-03, lot y219840, exp mar 18, oxytocin 30 units; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the male luer cracked during an oxytocin 30 unit/500 ml infusion. There was no report of patient harm.

Event description:
A copy of the customer's medsun report was received and stated: "tubing cracked."